Event description:
The device did not create any impact to skin graft and the same skin graft was usable. Nurse noted after surgery there is a gap on the rollers is too big while cleaning/dismantling the equipment. There is no impact to patient, no delay in surgery. The issue seem to occur during the surgery, but finally was identified afterwards. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Updated sections: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(6) as documented in the repair reports in livelink. On may 7, 2019, it was reported that the device does not work. There is a wear of the rollers as the graft is cut uneven (the thickness is correct in the center but is incorrect at the sides). The staff has been using the device like that for a while, until they decided that repair is needed ¿ due to that we do not have the exact event date. The customer returned a meshgraft ii device, serial number (B)(6) for evaluation. Product review of the meshgraft ii by flextronics on may 24, 2019 revealed that the cutter was damaged. The calibration was out of specifications and did not produce a passing sample mesh. The handle also needed replaced. The autoclave case was also damaged. Repair of the meshgraft ii was performed by flextronics on june 12, 2019 which included replacement of the roller, cutter, and handle. Meshgraft ii, serial number 14883, was then tested and functioned properly. It was repaired, inspected and tested. RMA number 1589. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
Meshgraft ii instrument only device does not work. There is a wear of the rollers as the graft is cut uneven (the thickness is correct on the center but is incorrect at the sides). The staff has been using the device like that for a while, until they decided that repair is needed ¿ due to that we do not have the exact event date. The issue has been noted during surgery, but there is no impact to patient. No adverse events were reported.